Event description:
I was rounding on verdi 4 north and a nurse told me they were having trouble mixing zosyn in a 100ml bag of normal saline. I spoke to [redacted name] earlier this morning and also placed a safer report and have the bag that was not connecting to the antibiotic. The blue connection piece on the normal saline bag was not creating a seal on the vial of the zosyn causing it to leak out. That was his second bag trying to mix it. On the third bag the rn was able to administer the med. However, when I was asking on the unit another nurse had mentioned it happened with fortaz as well. In the photo, it is the light blue med port that is faulty. Pharmacy and nursing confirmed the staff are using the port according to the mifu (mifu reviewed). Manufacturer response for IV normal saline bag, (brand not provided) (per site reporter), e-mailed baxter on [redacted date].